Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked and clip open during efaa) could not be determined. A cause of the reported unchanged mr could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and unable to close tightly when in the ventricle. However, it was noted the clip was able to close tightly when in the atrium. Therefore, the clip was removed and replaced. A new xtw clip was inserted and placed on the mitral valve. While establishing final arm angle (efaa), the clip slightly opened and after deployment, the clip opened further. To stabilize the opened clip, an additional clip was deployed and successfully implanted. It was noted the opened clip remained stable on the leaflets. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.